Event description:
It was reported that an asymptomatic patient presented for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.